Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: medical device catalog, concomitant med prod data and medical device model. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossing on multiple stations. A technical support specialist (tss) ran a server downtime, then checked and verified that all message timestamps (created, sent, processed, and available for processing) which were current and synchronized, indicating no delays. The interface was confirmed to be active, and no stations were found in critical override. The tss then ran the ext.receivedmessages query and verified that recent messages were crossing in real time without any issues. Finally, the tss spoke with the customer to confirm that the issue had been resolved, and the sample provided was now successfully appearing on pyxis. The system functioned as intended after the tss troubleshoots the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , the multiple orders are not crossing on multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , the multiple orders are not crossing on multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.